Event description:
A malfunction alarm, identified by code malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and helped reset the pump, resolving the issue without recurrence. The customer was advised to continue using the pump and to contact support if the issue reoccurred.